Event description:
The or nurse called to report that the pt's device had been explanted. The device had been incorrectly placed during the initial surgery. No further info had been rec'd as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear corp.